Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient had an unrelated fusion surgery and reported that when she turned on her stim post -op, the paresthesia was ¿much too high¿ compared to her normal settings. They turned the stim off. For troubleshooting, impedances were all within normal limits, the stim was turned back on at 0.0 amps, and increased it to a comfortable position. The rep then instructed the patient to let it run for a few days to see if it felt like normal or deciding if more changes would be needed. There were no further complications reported or anticipated.